Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion. The device was explanted and at a later date re-implanted. There were no additional patient complications reported.